Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details, the reported condition of the device overheating could not be duplicated. During the investigation, a different failure was observed, as the device ran while in safe mode due to a trigger housing failure. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.